Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during to a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with resolve. Phrenic nerve injury (pni) was observed, and the case was aborted. The pni fully recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter with lot number, 96080 were returned and analyzed. The product issue reported (unrelated notices; 50006 ¿blood detection¿, 50032 ¿pressure detection between the 2 balloons¿ and 50008 ¿software watchdog timer error¿ at the date of case.) Is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/ pressure testing did not show any leaks or traces of liquid/ blood inside the catheter. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.